Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11 the device was returned to the factory for evaluation on 12/01/2025. An investigation was conducted on 12/01/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the hot and cold jaw were observed to be intact. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed however, the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000508157 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported/analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Event description:
The hospital reported that the silicone detached from the jaws of vasoview hemopro 2 during the procedure. Patient was not injured. There was no procedural delay. New device was used to complete the case.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Event site name exceeds character limitations: (B)(6).